Manufacturer narrative:
(B)(4). Concomitant medical products: 110003628, biolox delta cer lnr 36mm g, unknown, 010000666, g7 pps ltd acet shell 58g, 3441482, 51-106140, tprlc 133 mp type1 pps so 14.0, 3242870. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent left total hip arthroplasty. One year post-op, it was reported that the patient experienced mild pain (rarely moderate after unusual activity, and may take aspirin), uses the support of one crutch for walking, moderate trouble washing/drying, moderate trouble getting in or out of car, moderate trouble shopping, moderately difficult to climb stairs, and limping often. It was noted that pain has moderately interfered with the patient's usual work. Attempts have been made and additional information on the reported event is unavailable.